Event description:
In 2008, the pt reported experiencing an e4 (occlusion) error while attempting to bolus. To troubleshoot, she was instructed to disconnect from the infusion site and to bolus 5 units of insulin. She stated that "825" was displayed on the screen. The expiration date of the battery was 12-2007. She stated that she did not have any batteries that were not expired. She stated that she would switch to injection therapy. The pt was sent replacement batteries. Upon f/u four days later, the pt stated that she had not begun use of the replacement batteries and the infusion device was functioning properly. She was advised to discontinue use of all expired product, and to only use the replacement batteries that were sent to her. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.